Event description:
Patient underwent a thoracic aortic arch aneurysm repair. After distal end suturing, blood leaking was evidenced at the side branch of the graft. Bleeding was stopped but blood transfusion was performed due to blood loss during surgery. Graft remain, however, implanted in the patient.

Manufacturer narrative:
No facility number has been assigned to this report. No device evaluation was performed since the graft remained implanted in patient. A review of the device history records indicated that the graft was processed and inspected according to procedures and no anomaly was found. Specifically, no anomaly was found in the collagen coating records or in the sewing records. One product coated the same day than the complaint device underwent water permeability testing. Tests results indicated values well within product specification. No conclusion can be drawn. However, a review of the intervascular post marketing data and the testing performed on a reserve sample would tend to indicate that the device was not defective.